Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose (bg), with a current bg value of 505 mg/dl, leading to hospitalization. The event involved product(s) mmt-1884, mmt-332a, mmt-399a and mmt-7040ma. The customer has type 1 diabetes and was admitted to hostipal and chest tightness. The bg value and sensor glucose (sg) at admission were both 333 mg/dl. The customer was treated with IV insulin and continued to use the pump during the hospital stay, which lasted less than 24 hours. The customer reported no changes in prescription medications and no significant events leading to admission other than high bg and chest tightness. The customer was instructed to discontinue pump use, revert to a backup plan as per healthcare provider (hcp) instructions, and place the pump in storage mode after discontinuation. No further patient complications were reported. Mmt-1884 was expected to return. Mmt-332a, mmt-399a and mmt-7040ma were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of (B)(6) 2026, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: (B)(6) 2026 07:23:19.000. (B)(6) 2026 07:33:00.000. Lostsensor1alert (780) was found on: (B)(6) 2026 13:24:00.000. (B)(6) 2026 03:09:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2026 01:29:03.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 and (B)(6) 2026 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.75 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.